Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had sensor anomaly. Customer's blood glucose at time of incident was unknown. Customer threw 1 sensor because it lacked the electrode and 2 sensors because after just one day the sticker comes away. The customer was advised that we will send replacement sensor.